Manufacturer narrative:
Eval summary: note: the following information is considered to be confidential. A visual examination was performed on the returned product. Fiber assembly: proximal end: no defect was found on fiber surface and optical sleeve surface. Distal end: no defect was found on fiber surface. White particles are present inside the metal connector. The fiber is broken and separated 58.5 inches from the distal end. The white protector tubing is holding the separated fiber pieces. At the point of breakage, the white protector tubing has clamp marks next to the break point. The fiber has a black residue, also inside the white protector tubing. Customer did not send handpiece for eval. Possible cause: fiber clamped with clamp mid-fiber, or fiber bent beyond minimum bend radius, contrary to instructions for use, causing fiber to fracture.

Event description:
Blew out side of fiber, middle of fiber assembly. This information is documented as reported to trimedyne.